Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information two patients hospitalized in the geriatric ward, both with similar neurocognitive disorders, regularly tear their prostatic catheters. Due to this recurring adverse event, the nurse opened a new catheter and manipulated it to check its robustness. It tears easily at the y-shaped insertion part of the balloon and at the junction between the y and the catheter. This situation requires replacement of the catheter, increasing the risk of infection for the patient.